Event description:
Information was received that the patient's mother didn't feel that the vns works for the patient. No additional relevant information has been received to date.

Event description:
It was reported that on the day of intended generator replacement surgery, the patient's vns registered high impedance on both system and normal mode diagnostics in pre-op. Later that day, x-ray images were taken and showed a visible lead break. No surgical interventions to address the lead fracture have been taken to date.